Event description:
It was reported that post a peripheral stenting treatment procedure, an in-stent restenosis occurred. The lesion was a 90% in-stent restenosis of an unspecified wallstent, located in the calcified and tortuous antebrachial avg (arteriovenous graft). The lesion was dilated with an ultrathin diamond balloon, which was reported to have burst upon the first inflation at 15 atm's. The procedure was completed with a non-bsc balloon inflated to 25 atm's. No patient injury or complications were reported. The ultra thin diamond balloon catheter referenced in the above event will be reported on the boston scientific 1st quarter alternative summary report. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.